Event description:
This was a diagnostic procedure that converted to an interventional case. The pt received anticoagulation with angiomax. The physician did not observe 2nd mark following deployment of the device. The physician attempted to insert the 0.018" guidewire, which did not pass. He then converted to standard access and completed the case without any other issues. Weeks later, it was reported to the arstatis rep, that the pt experienced a retroperitoneal bleed later on the day of the procedure. The bleed was treated with a bare metal stent with prolonged hospitalization. The pt has since recovered and been released. It is unk whether the devic might have been overinserted or whether the initial stick was high.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. A description of the event indicated that the physician proceeded to insert the guidewire even though second mark was not observed. The lot number was not reported and could not be distinguished from multiple lots shipped to the facility. Therefore, a review of the device history record for this lot was not performed. The axera access system instructions for use (IFU), was reviewed. Vascular hemorrhage is a known possible adverse effect section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the analysis completed there is no evidence to suggest the device was out of spec. The root cause, based on available info, is unk as it cannot be definitively determined.